Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 27jun2024: the procedure was complete with another same-like device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4: model#, h6: annex g. Investigation: evaluation. As reported, an ngage nitinol stone extractor basket seemed to be stuck and could not open properly when it was tested prior to a ureteroscopy procedure. A laser was not used and there was no damage noted to the device. The procedure was completed with another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions, instructions for use, as well as visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned in an opened package. Shrink tubing on the proximal tip of basket sheath has a compressed appearance. Basket formation will only partially extend. The formation could not be manually extended. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformance's that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the IFU did not provide any information related to the reported issue. Evidence gathered upon review of DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive cause for the failure could not be established. The returned device was found to have a basket that was not functional due to movement of the distal shrink tubing, preventing it from opening properly. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: postal code:(B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ngage nitinol stone extractor basket seemed to be stuck and could not open properly when it was tested prior to a ureteroscopy procedure. A laser was not used and there was no damage noted to the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested but is not available at this time.